Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer had power error detected on insulin pump and they had to rewind the insulin pump a lot of times. The customer¿s blood glucose level was 440 mg/dl at the time of the incident. Customer's mother called back to inform power error detected returned several times again after reset this morning. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump received with missing retainer ring and reservoir tube lip o-ring. Unable to perform displacement test and p-cap / reservoir will not lock properly due to missing retainer. Unit received with operational currents within spec and passed self test. Insulin pump trace download analysis confirmed the power error. The power management tool confirmed power error was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, insulin pump was monitored and functioned properly. Unit received with cracked case on the back at the battery tube area and battery tube threads. Device received with cracked keypad overlay at select button. Device faded serial number label. Device received with cracked keypad overlay at select button. Device received with minor scratched display window, case and keypad overlay texture damaged.